Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with two cervios chronos cages, one vectra plate, and screw construct on an unknown date. On (B)(6) 2012 surgeon was performing a revision surgery due to liquorfistula on level one and noticed that a cage from the initial implant was cracked. Surgeon explanted all hardware at this time and revised patient with two syncages c and vectra plate. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.